Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This occurred during an unspecified cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, a leak was discovered on the side table where the supply bags were placed during use of an amia cassette. The location of the leak could not be identified. Renal therapy services (rts) assisted the patient in removing the cassette. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was discovered on the side table from an unknown location during use of an amia cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.